Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient remained in the hospital, and the patient's physician decided to temporarily end use of the lifevest. Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Device manufacture date: monitor sn (B)(4) - 04/2012 (reuse). Electrode belt sn (B)(4) - 05/2013 (reuse). Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support was notified that a (B)(6) year old male patient received a treatment on (B)(6) 2014. Double counting contributed to the false detection. The patient was treated while in a sinus rhythm at 03:37:20. The post-shock rhythm was a sinus rhythm. It was reported that the patient was in the hospital at the time of the event. The response buttons were not pressed during the entire event. The patient remained in the hospital, and the patient's physician decided to temporarily end use of the lifevest. Additional information indicates that the patient was intubated and was on a ventilator.